Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on (B)(4) 2015. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed firmware error; therefore the complaint of intermittent out of range could not be confirmed.